Manufacturer narrative:
The stellar device has not been returned to resmed, therefore, resmed is unable to confirm the alleged malfunction at this time. The stellar 150 user guide provides the following indications for use: - ¿the stellar 150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (13kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ in the event of device failure, the patient would be able to continue to breathe spontaneously until an alternative means of ventilation support can be provided. The user guide also provides the following contraindication: - ¿the stellar 150 is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator.¿ medwatch report reference#: (B)(4). Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation to 60% due to a stellar 150 device stopped functioning with no pressure delivered, a blank display and kept powering off. Patient was removed from the device and placed on nasal oxygen. Stellar device was replaced with an alternate device.

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation to 60% due to a stellar 150 device stopped functioning with no pressure delivered, a blank display and kept powering off. Patient was removed from the device and placed on nasal oxygen. Stellar device was replaced with an alternate device.

Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Performance testing could not reproduce the reported device stopped functioning with no pressure delivered and kept powering off. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Medwatch report reference#: (B)(4). Resmed reference#: (B)(4).